Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical sl sheath (model# unknown, lot# unknown ); carto 3 system (model# unknown, serial# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 350ml. Patient remained stable throughout the procedure. Patient required 1 additional day of hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. It is unknown during which phase the injury occurred. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified product. A st. Jude medical sl sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at less than 350 seconds. There is no information regarding spi value or catheter proximity. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Error 410 (severe magnetic distortion) populated during the procedure.

Manufacturer narrative:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. The device was visually inspected and it was found to be in good condition. The magnetic sensor was tested on carto. The catheter was properly visualized and no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).